Event description:
It was reported that the patient was experiencing rib stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Exact date unknown, event occurred within two weeks from date of implant.